Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer changed their supplies and received a cartridge error message while attempting to deliver a bolus. Customer had elevated blood glucose levels (322 mg/dl). Customer delivered a manual injection to stabilize blood glucose levels. Customer was able to successfully load a new cartridge onto the pump and resume insulin delivery.